Event description:
Per biomed- the unit is not holding a charge the unit abruptly turns off when unplugged.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit is not holding a charge the unit abruptly turns off when unplugged was confirmed. The scanner never shuts down abruptly after ac power is removed, but does exhibit poor run time of premature depletion. The root cause of the failure was identified as a failure in the li-ion battery. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed- the unit is not holding a charge the unit abruptly turns off when unplugged.

Event description:
Per biomed- the unit is not holding a charge the unit abruptly turns off when unplugged.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit is not holding a charge the unit abruptly turns off when unplugged was confirmed. The scanner never shuts down abruptly after ac power is removed, but does exhibit poor run time of premature depletion. The root cause of the failure was identified as a failure in the li-ion battery. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.